Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. Furthermore, the report of low flows could not be confirmed, as no log files were submitted for review. Although the cause of the reported low flow alarms cannot be conclusively determined through this evaluation, the center reported that the low flow events were caused by the patient¿s right heart failure. The patient was in the hospital for 32 days. The patient had bilateral pneumonia. With the patient¿s bilateral pneumonia, pre-existing pulmonary hypertension and moderate right ventricular (rv) hypokinesis became confounding issues. With more marked rv hypokinesis came decreased pump flows. The patient was intubated and treated with IV antibiotics. The rv did seem to be functioning better and, at one point, the patient was still on milrinone with adequate left ventricular assist device (lvad) flows. Four days prior to the patient¿s death, the rv hypokinesis was more marked and required increasing support with two different inotropes to maintain adequate pump flows. Over the last two days of their life, the patient¿s lvad flows were low. Several echocardiograms were done to increase the output of the device. The pump speed was increased. At higher speed, the patient¿s left ventricle (lv) would not shrink anymore, and there was no increased pump flow. However, the higher levels of speed did increase the patient¿s tricuspid regurgitation. The patient had no evidence of hemolysis and the vad coordinator reported that they expected pump thrombosis would be extremely rare with the heartmate 3 device. The patient¿s course was also complicated by a bleed requiring some reversal of their anticoagulation and hold of anticoagulation after a percutaneous tracheostomy. Ultimately, on (B)(6) 2020, the patient died of rv failure and pulmonary hypertension which impaired lv filling and subsequent lvad output. The patient was placed on comfort care and allowed to pass in peace after the defibrillator was turned off. It was reported that the death was not considered to be device related and that the device operated as expected. It was reported that no autopsy was performed and the device was not explanted; therefore, the device was not returned for evaluation. Bleeding, localized infection, right heart failure, and hypertension are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended international normalised ratio (inr) values, as well as a subsection entitled ¿right heart failure¿. The introduction of the hm3 IFU explains the pump parameters, including flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to right heart failure (rhf), which became progressively worse prior to death despite escalating support. No autopsy was performed and the device was not explanted. The patient's death was not considered to be device related and the device operated as expected. Additional information received stated that the patient was given medications to treat their right ventricular (rv) hypokinesis and decreased pump flows, which ultimately decreased to approximately 2.5 lpm. Four days prior to his death the rv hypokinesis was more marked and required increasing support with 2 different inotropes including milrinone and epinephrine to maintain adequate pump flows. Several echocardiograms were done to increase the output of the device. Higher levels of speed increased the tricuspid regurgitation and the patient had no evidence of hemolysis with a lactate dehydrogenase (ldh) below 400 u/l. The patient's course was also complicated by a bleed requiring some reversal of their anticoagulation and hold of anticoagulation after a percutaneous tracheostomy. Ultimately, the patient expired due to rv failure and pulmonary hypertension which impaired left ventricular (lv) filling and subsequent lvad output.